Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp. And manufacture dates are unk. The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. Per the complainant, during the procedure, the clip fell off of the catheter without ever opening. The clip fell into the pt and was retrieved by the physician. The clip was retrieved because it was convenient to do so. The procedure was completed with a second resolution clip device. The pt's condition post procedure was reported as fine.